Manufacturer narrative:
(B)(4). Initial reporter: zip code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured july 14, 2014-july 15, 2014. The device was received for evaluation. Visual inspection noted a surface cut located on a segment of the tubing. A functional leak test was performed, during fill, a leak was observed at the cut area on the tubing. The reported condition was verified, however, the cause of the cut could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage occurred from the tubing of a small volume infusor. This malfunction was identified during infusion. There was no patient injury or medical intervention associated with this event. There is no additional information available.